Manufacturer narrative:
Clinical review: the cause of the patient¿s death is unknown and the patient¿s esrd death notification form is unavailable. At this time of this clinical review, there have been no reported liberty select cycler product deficiencies or malfunction related to the patient¿s death recorded in the file. Based on the available information, there is no allegation or documentation that reasonably suggests the liberty select cycler caused or contributed to the patient¿s death. There is no indication the patient was performing pd treatment with the liberty select cycler when the patient expired. Additionally, the patient has a past medical history of esrd and diabetes mellitus which are significant comorbid conditions. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient expired on (B)(6) 2018. During follow-up the patient¿s pd nurse, it was stated when the patient was found dead, and he was not attached to the liberty select cycler. It is unknown when the patient¿s last pd treatment was prior to death. According to the pd nurse, the patient was tired of doing pd therapy and was not sure how long he would be able to continue. The cause of the patient¿s death is unknown. Additional information was solicited.

Manufacturer narrative:
Additional clinical review: based on the available information, there is no allegation or documentation that reasonably suggests the liberty select cycler caused or contributed to the patient¿s death. There is no indication the patient was performing pd treatment with the liberty select cycler when the patient expired. Additionally, the patient has a past medical history of esrd and diabetes mellitus which are significant comorbid conditions.

Event description:
Additional information was solicited and received: during follow-up the patient¿s pd nurse, it was stated when the patient was found deceased, he was not attached to the liberty select cycler. Further verification by the patient¿s iq drive confirmed the patient did not have pd on the date of death. It is unknown when the patient¿s last pd treatment was prior to death. According to the pd nurse, the patient was tired of doing pd therapy and was not sure how long he would be able to continue.